Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump was damaged. The insulin pump was dropped on the floor and broke. The insulin pump's screen was so scratched, that they could not see inside the screen. Customer's blood glucose reading was 9.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.